Manufacturer narrative:
Added g3/g4: PMA/510k number.

Manufacturer narrative:
Added g3/g4, h1/h2. H6: component code, investigation findings and conclusion code added.

Event description:
The following was reported to gore: on an unknown date, the patient presented with an aneurysm in the externa iliac artery and underwent treatment utilizing an unknown non-gore device. The patient tolerated the procedure. On (B)(6) 2021, the patient presented with enlargement of the previously treated aneurysm and underwent treatment utilizing a gore® excluder® conformable aaa endoprosthesis (cxt). The physician inserted and advanced the cxt device through an 18fr sheath to the treatment zone and initiated deployment. Upon pulling the deployment knob fully, the cxt device remained constrained. The physician then pulled the endoprosthesis back into the sheath but the anchors of the cxt device initially prevented full withdrawal, the physician applied more force and was able to withdraw the entirety of the endoprosthesis back into the sheath. The constrained cxt device and 18fr sheath were removed from the patient without issue. The procedure was resumed with an identical cxt device being inserted and advanced through a 20fr sheath. The physician met resistance while advancing through the previously placed non-gore device but was ultimately able to achieve successful deployment. The patient tolerated the procedure. Further information has been requested.